Event description:
The following has been reported: nurse reported: blood tubing leaked at right above the cassette. Discarded no patient harm a preliminary review identified the following issue: administration set leak (external part) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.